Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the boards axes controller platform (acp) and axes controller platform dual (acpd) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. First, the apc board was analyzed, and the reported problem was confirmed and replicated. The acp was found to be not programmed. The system logs showed error 23008 indicating a fault, confirming the failure occurred in the field. Visual inspection revealed no issues related to the reported issue. The acp was installed onto the golden system where error 297 occurred. Upon trying to reset the acp board failed and problem continued to persist. Then, the acpd board was analyzed, and the reported failure was confirmed but not replicated. Visual inspection revealed no issues related to the reported problem. The acpd was installed and tested in a golden system, where it functioned as expected. The system started up without errors, and 10 power cycles were successfully completed. All arms were exercised without issue, and the acpd remained on the test system for several hours with no failures observed. The complaint was confirmed and replicated by failure analysis, which indicates that the acp board may have contributed to the customer reported issue. The probable root cause is attributed to transient electrical issues resulted from an unprogrammed acp board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The issue was confirmed during a site visit by fse, requiring a system adjustment. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site reported a recoverable fault on the system. The logs confirmed the presence of a 23008-error related to op rotation. The procedure was completing as planned with no report of patient injury.